Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation did not find a problem with light intensity. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp light intensity was too low. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the investigation results, the specific root cause of the main lamp light intensity being too low could not be determined, at this time, as the event could not be replicated. Olympus will continue to monitor field performance for this device.